Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screwdriver shaft head was broken during a surgical procedure wherein a piece of the instrument needed to be removed from the patient. The surgery was extended 10-15 minutes in order to prepare a replacement screw driver to complete the surgery. There was no report of patient harm associated with this event.

Manufacturer narrative:
Additional information in evaluation codes. The driver was not returned for evaluation. However, a photo of the device was provided showing the tip was fractured off the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.